Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, and investigation conclusions), h11. A getinge field service engineer (fse) replaced both fiber optic assembly (0997-00-1169) and fiber optic cable sensor extension (0012-00-1562). Unit was able to perform and pass fiber optics test. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0997-00-1169 and pn 0012-00-1562 with a reported unit failure of the fiber optic test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed both parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the failure on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had fiber-optics malfunction. There was no patient involvement as issue was found during preventive maintenance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.